Event description:
It was reported that the right atrial (ra) lead had dislodged. The physician decided to do the lead reposition the same day of the dislodgement. During the operation, the lead dislodged multiple times. A new lead was used in its place. When the ra lead was explanted, it was noted that there was flesh intertwined in the helix. No additional adverse patient effects were reported. The lead will not be returned for analysis.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The physician decided to do the lead reposition the same day of the dislodgement. During the operation, the lead dislodged multiple times. A new lead was used in its place. When the ra lead was explanted, it was noted that there was flesh intertwined in the helix. No additional adverse patient effects were reported. The lead will not be returned for analysis.